Manufacturer narrative:
Reader (mamz068-j3415) was returned and investigated with retained strips. Observed reader did not turn on with button press or strip insertion. The reader does turn on with usb (universal serial bus) cable insertion. The computer software was used to set the date and time of the reader. The reader was de-cased, and no issues were observed upon visual inspection. The returned battery voltage was measured. The reader was then placed into a pcba (printed circuit board of assembly) test fixture and pressure was applied to the cpu (central processing unit). Observed the reader turned on with button and the battery was observed to be charging. The reader was sent for further investigation. A visual inspection was performed on the readers¿ pcba and no issues were observed. The reader did not turn on with button press or strip insertion. Applied pressure to the cpu and observed the reader did turn on with button press and strip insertion. A built-in self-test was performed, and it passed. Therefore, the issue is confirmed due to the poor soldering of the cpu. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 reader would not power on with either button press nor test strip insertion. The customer reported becoming hypoglycemic and unable to self-treat. A third-party treated the customer with an oral glucose solution. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 reader would not power on with either button press nor test strip insertion. The customer reported becoming hypoglycemic and unable to self-treat. A third-party treated the customer with an oral glucose solution. There was no report of death or permanent injury associated with this event.